Event description:
Health professional reported that after injection in the nasolabial folds with juvederm ultra, the pt experienced "bruising, pain, and rash" one day later. The rash "looks pustula", and the "pustules were open." The physician prescribed keflex to treat a possible infection, and also prescribed bactrim to prevent worsening of symptoms that could lead to permanent damage. Pt's swelling has "gone down" since the prescription of the antibiotics. The state of the other symptoms is unk at this time.

Manufacturer narrative:
Medwatch sent to FDA on: 12/13/2011. Device eval summary: batch number hv24694997 was released by qc according to defined specs. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.